Event description:
The lead was capped.

Manufacturer narrative:
Analysis found that the insulation was abraded in several places, with the proximal coil exposed. The etfe coating on one of the rv cables was also abraded. The damage was due to friction to the ICD can. Electrical analysis of the lead was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device and lead were explanted and replaced due to noise.